Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose decreased to 49 mg/dl at the time of call. She treated with 4 ounces of orange juice. Troubleshooting was declined for the low blood glucose. The customer originally called to discuss a motor error alarm. The patient's blood glucose was 110 mg/dl at the time of incident. During troubleshooting the drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind without incident. However, the device went blank and restarted after the rewind was completed. The device was no longer reading the customer's sensor. The customer had a weak battery alert as well, but she declined troubleshooting for the alert. The insulin pump was not returned or replaced at this time.